Event description:
Pt undergoing laser laryngoscopy. Settings were 12 watts .02 seconds rapid continuous fire. Setting changed to 16 watts .02 seconds a pop was heard, a spark seen, followed by smoke noted in surgical area. Hemostat removed with green string attached and no pattie. Pt scoped and stat pulmonology consult obtained. Prior to procedure, patties were soaked in normal saline.